Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 25) occurred. Reportedly, the cartridge was not removed during pumping. Cartridges were reloaded resolving the alarms. Customer's blood glucose level was 107 mg/dl.